Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It wa reported that a remote transmission showed right atrial lead undersensing on stored atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.